Event description:
The customer noted, the bed is not passing electrical inspection.

Manufacturer narrative:
The technician found the power cord was cut and worn with wires exposed. The technician replaced the electrical box and power cord to repair the bed.